Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. Review of the device activity logs did not show any faults that could be associated with customer report. The customer was contacted as part of the investigation and indicated that the problem was a result of user error. The customer indicated the nurse was not trained properly and had mistaken an etco2 warm up advisory message as an indication of a defib error that occurred while attempting a shock. It was determined the shock was delivered. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the clinician misunderstood the error displayed on the device. Complainant indicated that the clinician obtained another device to continue treating the patient.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.